Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was told by his hcp to call in to report that, in the past three years, he's had five insulin pumps fail. The customer stated that the insulin pumps have all over delivered insulin. The customer stated that one of them delivered 51 boluses in one day. The customer stated that he has experienced high and low blood glucose levels. His current insulin pump, which he only had for 12 hours, started feeling hot and had a blank screen. The customer had to remove the insulin pump over the weekend in order to make it work. The customer was only calling to report the issues as per his hcp. Nothing further was reported.